Event description:
The customer reported via phone call that they had low blood glucose. Customer's blood glucose declined to 40 mg/dl. Customer stated they were able to raise their blood glucose during this incident. Troubleshooting did not occur for the customer's blood glucose. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.